Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While gaining access to the lesion through common femoral artery, the balloon ruptured during inflation to16 atm. Another manufacturer's device was used to complete the procedure. No adverse effect to the patient reported.